Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-04178. It was reported that after a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was located in the mid rca (right coronary artery) with 90% stenosis and was 17 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation with rotational atherectomy, and placement of a of 3.0 x 20 mm taxus element stent with 0% residual stenosis. The target lesion #2 was located in the proximal rca with 90% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre-dilatation with rotational atherectomy, and placement of a 3.0 x 32 mm taxus element stent with 0% residual stenosis. It was noted that the lesion in the 1st right posterolateral branh (rpl) would be treated medically. Immediate post interventional course was marked by hypotension. Post index procedure, the subject had elevated troponin values and a myocardial infarction was reported. No action was taken to treat this event and the subject did not experience any ischemic symptoms. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).